Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv3533 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hair in the PICC kit when opened. The kit was not used on the patient. 2/3/2020- additional information received stated, " long hair was woven around the catheter in the tray".